Manufacturer narrative:
Age and date of birth, patient weight, and ethnicity and race: unknown as information was not provided. Date of event: unknown as information was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis as the product was not saved therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was defective as there seemed to be a scratch located in the middle of the lens. The lens was not used. Through follow-up, additional information was received stating there was no patient contact. The lens is not being returned as it was not saved. No further information is available.